Event description:
Solicited call: pt wanted to let us know that two cassettes she filled were leaking from the top, but she did not see a tear in the bladder and nothing leaking from the pigtail/tubing coming out of the cassette. She does not have the lot number or cassettes and they were already trashed. Did the reported product fault occur while in use with the patient? No, did the reported product issue cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? Is the actual cassette available for investigation? No, patient already trashed. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes was the patient able to successfully continue their infusion? Yes, if no what was the patient instructed to do in able to continue their infusion life-sustaining? Yes, what is the outcome of the event? Resolved? Or going? Reported to cvs/caremark by: patient/caregiver. Reference report: mw5150973.